Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level at the time of the incident was 226 mg/dl. Customer stated that sometimes the buttons don't respond at all. Customer stated that he was caught out in the heavy rain in the last few days. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corners, minor scratches on the lcd window and reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.